Manufacturer narrative:
It was reported that on removal of beta stent it was found that the stent had fractured. As a result of the confirmation through the attached picture, it was observed that the stent body was fractured. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. The ek2420fdn2 is beta stent. Stent body is made of d-type cell and outer stent is made of s-type cell. Normally, the beta stent is implanted at cardias and it is possible to be fractured stent body due to affected by foreign substance such as food, body fluids, and/or shrinkage-relaxation of stomach. It is, however, hard to find out exact root cause for this complaint because the suspected device was not returned and there was lack of patient's info, also it is difficult to reconstruct the situation at the time of procedure with limited information. It is stated on user manual as follows. Potential complications: potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On removal of beta stent it was found that the stent had fractured. No adverse event caused to patient.